Manufacturer narrative:
(B)(4).

Event description:
It was reported "no ap signal (fos or transduced) displayed on pump". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 front end board. The sample was returned in a brown card-board box with protective shipping packaging. Visual inspection of the front-end board was performed and no abnormality was noted. The front-end board was installed into a known good ac3 for functional testing. The pump was powered on with no abnormalities. Performed ap signal and trigger checklist and passed. A lab inventory fos tester was inserted into the fos slider, and the pump was unable to recognize the fos tester. The 12vdc input from the front-end board to the fos board was not present. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "no ap signal (fos or transduced) displayed on pump" is confirmed. During the investigation, there was no 12vdc voltage output from the front-end board to the fos board. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to no voltage output at the fos circuitry of the front-end board. The root cause of the complaint is undetermined. No fur-ther action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "no ap signal (fos or transduced) displayed on pump". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".